Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that system turned off suddenly without any user command. The system was outside of clinical use. Fse checked connection between flexvision pc and monitor, cleaned and reset the lan cable. Fse found the issue is with the power being supplied to the system, from electricity provider. To resolve the issue fse recommended the user to install a ups (uninterrupted power supply) and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the azurion 3 m15 system tools often die suddenly. No harm was reported to philips. Philips has started an investigation of this complaint.